Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with biventricular support. It was reported by the vad coordinator that the bedside nurse noticed during the vad dressing change, that there was a small amount of blood oozing from a small hole noted in the rvad outflow graft cannula. The hole was distal to the skin and was not noted at the time of implant. The vad coordinator was then notified and the local manufacturer's clinical representative was called. The patient was evaluated and appeared to be stable and it was recommended to exchange the outflow graft cannula with another outflow graft cannula. As the patient was stable at the time, the vad team reinforced the hole with a plastic dressing and will continue to monitor. If the patient's condition changes, the surgeon will be urged to exchange the outflow graft cannula.

Manufacturer narrative:
Additional information - the rvad outflow cannula was not returned for analysis. A correlation between the device and the reported small amount of blood oozing from a small hole in the rvad outflow cannula could not be determined. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information - this patient remained in the ICU while listed 1a for transplant. The patient was successfully transplanted in (B)(6) 2014. The outflow graft with the suspected hole was disposed of at the time of transplant and therefore will not be returned.